Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a catheter issue occurred. A 7f guidezilla catheter-guide extension was selected for use. It was noted that the catheter was deformed, partially or completely separated, at its proximal end when passing a balloon. The device was simply pulled out to completely remove it from the patient. No patient complications reported.